Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.

Event description:
It was reported that there was a pinhole on the bifurcation area of the catheter. As a result, the water leaked out from that area during a pretest. The catheter was not used.

Manufacturer narrative:
Received 1 silicone catheter for evaluation. The reported event was confirmed as manufacturing related. Per the visual inspection, no defects were found. Per the functional evaluation, the sample was inflated with 10cc of a mix of blue methylene and tap water and a leak was observed by the inflation lumen on the shaft at 1/16¿ from the trifurcation. The device history record was reviewed and found nothing that could have caused or contributed to the reported event. The instructions for use state the following: "visually inspect the product for any imperfections or surface deterioration prior to use."

Event description:
It was reported that there was a pinhole on the bifurcation area of the catheter. As a result, the water leaked out from that area during a pretest. The catheter was not used.